Event description:
It was reported that during an avm embolization case, tortuous anatomy was encountered and a scepter mini balloon catheter would not advance further, stopped at a horseshoe-shaped turn. It was decided to deploy liquid embolic at that point instead of a more distal position. After embolization, the scepter mini was withdrawn and it appeared that the braiding in the shaft had pulled apart. The distal part of the scepter was stuck outside the distal end of the intermediate catheter; the other portion of it was within the intermediate catheter. The distal portion of the scepter was snared after multiple attempts and was withdrawn in its entirety along with the intermediate catheter. The procedure's completion was delayed between two and three hours. The patient was reported to be "ok" after the case.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The analysis is currently underway.

Manufacturer narrative:
The returned scepter balloon was found to be kinked and damaged in multiple locations along the length of the device. The device was fractured with the braiding of the catheter coming apart as described in the complaint. A black substance was found on the balloon, which is consistent in appearance with the onyx referenced. The damage to the device is consistent with the distal tip of the balloon catheter becoming entrapped in the onyx cast, followed by retraction force that exceeded the strength of the scepter, resulting in the damage seen.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The analysis is currently underway.

Event description:
It was reported that during an avm embolization case, tortuous anatomy was encountered and a scepter mini balloon catheter would not advance further, stopped at a horseshoe-shaped turn. It was decided to deploy liquid embolic at that point instead of a more distal position. After embolization, the scepter mini was withdrawn and it appeared that the braiding in the shaft had pulled apart. The distal part of the scepter was stuck outside the distal end of the intermediate catheter; the other portion of it was within the intermediate catheter. The distal portion of the scepter was snared after multiple attempts and was withdrawn in its entirety along with the intermediate catheter. The procedure's completion was delayed between two and three hours. The patient was reported to be "ok" after the case.